Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no physical damage where foreign material remained was confirmed. Additionally, it was unknown whether there was deviation from instructions for use (IFU) in reprocessing steps where foreign material remained. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The correct date received by manufacturer submitted on the initial medwatch (see 9610595 - 2023 - 09067) is june 8, 2023.

Event description:
It was reported to olympus field service engineer, that the colonovideoscope had angle reduction. The issue was found during preparation for use for a diagnostic procedure and it was completed with a similar device. Inspection and testing of the returned device found that there was foreign matter coming out due to blockage of the auxiliary water channel. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: address - line 1: (B)(6) . The device was returned for evaluation and the customers allegation was confirmed. It was noted that bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. The light guide bundle was in poor condition and the bending section rubber adhesive was broken. There were wrinkles in the connecting tube and the universal cord. Switch 2 was not functioning due to damage and the light guide lens had a chip. There was also a stain on the light guide lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.